Event description:
It was reported that nitinol guidewire was not lubricated significantly during the first two uses. However, it was difficult to insert the product during its third use and there was exfoliation. Per follow-up information received from ibc on 15nov2022, stated that the ¿guidewire was not lubricated significantly ¿ refers to ¿the surface of guide wire was unsmooth, difficult to advance ¿. The guide wire was lubricated according to the process during use, and also the lubricating reagent was attempted to be replaced to solve the issue of unsmoothed wire, but not worked. Also clarified that the guidewire was difficult to be advanced during the process of inserting attempts.

Manufacturer narrative:
Per investigation findings, bd has determined that this MDR was not reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that nitinol guidewire was not lubricated significantly during the first two uses. However, it was difficult to insert the product during its third use and there was exfoliation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.